Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on both corners in front of top case and missing battery. Damaged bottom case seal. Customer?s reported issue was duplicated. Power up process was used to verify all three of customer reported problems. Pump was sent in without battery from customer. Annual preventive maintenance reminder. Flippers were touching the top of ear clip when plunger assembly was pushed all the way in. The root cause of the reported issues was determined to be design related. Actions taken to mitigate the reported issue: added new battery into pump, performed preventive maintenance. Replaced left plunger case. Performed power up process which passed.

Event description:
It was reported that errors, maintenance, and check syringe plunger sensor events occurred . No patient injury reported.